Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The issue did not recur after the reset, allowing the customer to continue using the pump, and they acknowledged these instructions.